Event description:
The account alleged the caregiver was pulling a patient in the bed from the headboard and got their foot caught up underneath the head of the bed, which severed her achilles. The account would not release the treatment of the injury other than they applied first aid.

Manufacturer narrative:
The technician investigated and the account stated that they knew this was not a bed issue but wanted to just see if we have had this issue before. The account stated the employee injured their achilles heel pulling the bed. While pulling bed from the head end facing away from the bed, she hurt her heel by getting it caught under the frame. The technician inspected the bed and found no issues with the unit. The technician in serviced the account on proper bed moving practices by using the push handles.